Event description:
It was reported that during a gastric bypass procedure the surgeon used the device and found that the staples were malformed after firing. The tissue could not be closed. The surgeon changed to another device and also used hand sewing to complete the procedure. As the whole procedure delayed around 2 hours the patient accepted more anesthetic. Procedure completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the patient impacted due to the prolonged procedure time? The patient accepted more anesthetic. Did the post op care of the patient change due to the event? No.